Event description:
It was reported that during a diagnostic lap procedure, the tip broke off on two devices (the active blade). On one of the devices, the blade hit a metal grasper. No patient consequence. The case was completed with another device of the same product code.